Manufacturer narrative:
The technician installed a new hex rod and brake steer linkage but the issue remains. No further info is available on the repair of the bed at this time.

Event description:
The technician alleged that if you were to set the brake steer pedal on one end of the stretcher, the brakes on the other end ot the stretcher would appear to be in brake mode, but would not hold. No pt impact.